Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's screen was stuck on a blue screen. The ventilator was not on a patient at the time of the event. The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised to cycle the ventilator again. Medtronic was not authorized to service the ventilator.